Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately nine (9) years and one (1) month, was explanted due to regurgitation secondary to calcification. The explanted device was replaced with another bioprosthetic valve. Explanted device was not available for evaluation as it was discarded at hospital. There are no adverse events reported following procedure.

Manufacturer narrative:
The explanted device was not returned to manufacturer. Without receipt of the reported device, the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events.